Manufacturer narrative:
(B)(4). Date sent 2/24/2025. D4 batch #138d96. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received unfired with both forks broken off and only the fork from left side was returned with the swing tab in locked position. No functional test was performed due to the condition of the reload. In addition, no package was returned for analysis. The damage on the reload has consisted of an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 138d96, and no non-conformances were identified.

Event description:
It was reported that during an unknown the nurse opened the package and saw that there was a piece of plastic broken off of the wings of cartridge there were no patient consequences.